Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. No on-site visit by a field service engineer was identified in relation to the reported issue. No logfiles are available for review. No part is expected to be returned to manufacturer for evaluation. According to the local cas the event might have been caused by an uncentered docking, however, without further data this can neither be confirmed nor denied. Further clinical data was requested but could not be provided the root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported vertical gas breakthrough in the unknown eye of a patient during refractive surgery and surgeon did not lift the flap and will have patient return for photorefractive keratectomy.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).